Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. The posterior edge of the bearing surface shows evidence of deformation. This was likely caused by the femoral component being loaded on the posterior edge of the tibial bearing. The amount of deformation is typical of what is expected for the amount of time it was implanted.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014 due to dislocation. The tibial bearing was removed and replaced.